Manufacturer narrative:
The reported event of noise could not be confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Visual, telemetry, impedance, sensing, pacing and high voltage (hv) output functions assessments were normal with no anomalies found.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) exhibited a noise problem. No changes or interventions were performed. The patient was in stable condition.

Event description:
New information noted the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was in stable condition.